Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Previously administered products included for an unreported indication: nuvaring. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / hip is jacked"), coccydynia ("tailbone pain"), haemorrhoidal haemorrhage ("my hole was inside out with mushroom hemorrhoids and I bled so much when I pooped"), constipation ("constipation"), the first episode of hepatomegaly ("enlarged liver"), haemorrhoids ("couple of hems"), retinal detachment ("right eye has retine detachment"), malaise ("feeling sick"), cluster headache ("cluster headache"), nephrolithiasis ("kidney stone"), the second episode of hepatomegaly ("enlarged liver") and gallbladder disorder ("gall bladder") and was found to have lung neoplasm ("lung polyps"). The patient was treated with surgery (essure removed, hysterectomy and hemorrhoidectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, coccydynia and haemorrhoidal haemorrhage had resolved, the arthralgia was resolving and the constipation, haemorrhoids, retinal detachment, malaise and cluster headache outcome was unknown. The reporter considered arthralgia, cluster headache, coccydynia, constipation, gallbladder disorder, haemorrhoidal haemorrhage, haemorrhoids, lung neoplasm, malaise, nephrolithiasis, pelvic pain, retinal detachment, the first episode of hepatomegaly and the second episode of hepatomegaly to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case: pelvic pain event non-drug treatment note was updated with hysterectomy. Hemorrhoidal bleeding, hemorrhoid and constipation events were added. New reporter was added. On 23-mar-2020: social media case: hepatomegaly, retina detachment and malaise events were added. New reporter was added. On 23-mar-2020: social media case: new events: hip pain and tailbone pain. Medical history and new reporter was added. On 23-mar-2020: new events gallbladder, kidney stone, lung polys and liver enlarged were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery is tomorrow. I want to be the energetic me again') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pains') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event added stabbing pain as pelvic pain female with removal date and outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery is tomorrow. I want to be the energetic me again') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.